Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump alerted "fiber optic malfunction" and the pressure waveform was lost. The pump continued to support the patient and the issue was resolved by switching to the fluid column of the iab catheter. Patient remained hemodynamically stable throughout the whole process. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information: b5. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that soon after initiating intra-aortic balloon (iab) therapy, the pump alerted "fiber optic malfunction" and the pressure waveform was lost. The pump continued to support the patient and the issue was resolved by switching to the fluid column of the iab catheter. Patient remained hemodynamically stable throughout the whole process. The iab was removed after one hour of use. There was no patient harm or adverse event reported.